Event description:
It was reported, the camera head malfunctioned and noticed the edge of the lens on the coupler side was chipped. The issue happened during preparation and prior to an unspecified therapeutic procedure. The procedure was completed using a similar device. There was no report of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additional new defective events were confirmed: there is a gap in the joint part of the main unit, resulting in a watertight defect. It is assumed that the watertightness of the main unit was not maintained due to a gap in the joint part of the main unit, resulting in a watertight failure of the main unit. Camera cable is flooded. Since the watertightness of the main body is defective, moisture has entered the inside of the main body, which is assumed to have led to flooding of the camera cable. Image noise is generated and error e216 occurs. It is possible that the internal charge coupled device (ccd) failed because the camera cable was flooded. Therefore, it is assumed that normal communication was not possible, resulting in image noise, error e216, and the switch not working. A device history review of the actual device was conducted and found no problems. The cause of the problem could not be identified based on the information obtained from this complaint and the results of the investigation. This issue is addressed in the instructions for use (IFU). The subject device was checked. As a result, no abnormality was found. ¿the edge of the lens on the coupler side was chipped.¿ IFU applicable sections the following description is found in the instruction manual "inspection of camera head". Check the camera head for the following abnormalities. The camera head has no cracks or burrs on the exterior of the camera head. ¿there is a gap in the joint part of the main body, resulting in a watertight defect.¿ IFU applicable part. The following descriptions are found in the "warnings" section of the instruction manual "for safe use endoscope image disappearance and freezing". Do not bump or drop the product. Do not bump or drop the product, as water leakage may cause damage to the product's internal electrical circuits. ¿the camera cable is flooded.¿ IFU applicable part the following statement is found in the "precautions for cleaning, disinfection, and sterilization" and "storage" sections of the instruction manual: ·this product should not be used with tweezers, sterilizers, or other instruments. Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a risk that the camera cable may be punctured and the electrical circuit inside the product may be destroyed due to water leakage. ¿image noise is generated.¿ IFU applicable part the following statement is found in "warnings" in the "instructions for use" section of the instruction manual: ·there is a possibility of abnormalities in endoscopic images and functions. If an abnormality occurs in the endoscopic image or function and it returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. ¿error e216 occurs.¿ IFU applicable section. The following description is found in the otv-s190 operation manual, "how to identify and correct an abnormality. Error message: e216. Error message: endoscope communication failure. Cause: an error occurred in the communication between the endoscope and the product. Solution: immediately turn off the power to the product and pull out the video connector. Clean the electrical contacts of the video connector and reconnect it. If the same malfunction occurs after the power is turned on again, immediately turn off the product, unplug the power plug of the product from the medical outlet, disconnect the power cord from the power inlet of the product, and contact olympus. Olympus will continue to monitor the field performance of this device.